Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. It was reported that they were unable to determine the probable cause without further information. A full system checkout was performed and all tests passed.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system had issues with image orientation and random collimation without user interaction. Any orientation the patient is set in, the orientation is upside down. In the lateral position, a full field view was obtained but when rotated to anterior posterior (ap) without pushing any command there would be a lateral collimation. No patient was present at the time of the event.